Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that their device quit working in 2017 and they were currently having muscle pain from their right hip down to their ankle. They would like to get it removed, but they don't have insurance. The battery never lasted more than 6 years when it was supposed to last 9 years. They have had to learn to deal with a great deal of pain and having problems with muscles in their right hip below the battery.